Event description:
There was a complaint of questionable elecsys troponin t stat assay results for 1 patient tested with a cobas e411 disk. A questionable result was reported outside the laboratory. The patient had 2 samples drawn and tested. The patient¿s first sample¿s result was 182.5 ng/l at 12:00 pm. This result was reported outside of the laboratory. The patient had a second sample drawn 90 minutes later. The second sample¿s result was < 6.0 ng/l. This result caused a repeat of the first sample. The patient¿s first sample¿s repeated result was 6.05 ng/l. The customer believes the repeated result of 6.05 ng/l to be correct. The elecsys troponin t stat assay used was lot 49668201 and had an expiration date of 31-jan-2022.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. The field service engineer (fse) ran a series of checks on the analyzer and found that all met acceptance criteria. The investigation found the customer does not use disk adapters for 13 mm tubes. Per product labeling, "not using a 13 mm sdta (sample disk tube adapter) with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors." The investigation did not identify a product problem. The cause of the event could not be determined.